Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2012. On (B)(6) 2012 the device failed a weekly self test due to a low battery. The device remained in fault mode until (B)(6) 2012. A new pad-pak was inserted but the device starts to switch itself on automatically. The problem with the device was attributed to a fault in the membrane. The device failed a self test due to a low battery which triggered the battery management system. The low battery was almost certainly caused by the exposure to very low temperatures. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.